Event description:
It was reported that the patient presented for an initial implant on (B)(6) 2026 of a ventricular leadless pacemaker (vlp). It was noted the vlp was fixated twice, but the impedance would not rise. Upon unscrewing the vlp it was noted the helix became stretched. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.